Manufacturer narrative:
Supplemental report 01 - (B)(4). - MDR 3003442380-2025-15240. Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6004801, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6004801 was manufactured according to the work instruction (wi) version 78 and packaging in the multivac m12 on 13-dec-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: assembly of the lot 3m01514 was manufactured according to the wi version 26 and assembled in the quickset line, on 12-dec-2023, with a total of (B)(4) units. The sub-assembly: assembly of the lot 3m01712 was manufactured according to the wi version 26 and assembled in the quickset line, on 13-dec-2023, with a total of (B)(4) units. The sub-assembly: assembly of the lot 3m01713 was manufactured according to the wi version 26 and assembled in the quickset line, on 13-dec-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient faced three leakage events on (B)(6) 2025. The leakage was at tubing. The issues occurred with six catheters. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: brazil. Initial and final MDR (B)(4) - device 4 of 6.